Event description:
The initial reporter complained of questionable ise indirect na and k for gen.2 results for 1 patient tested on two different cobas 8000 cobas ise module (double) analyzers. The customer did not know which analyzer had correct results. No results in question were reported outside of the laboratory. This medwatch will cover ise module (B)(4). Refer to the medwatch with patient identifier (B)(6) for information on ise module serial number (B)(4). The sodium results from serial number (B)(4) were 141 mmol/l and 147 mmol/l. The potassium results from serial number (B)(4) were 5.4 mmol/l and 5.6 mmol/l. The sodium result from serial number (B)(4) was 154 mmol/l. The potassium result from serial number (B)(4) was 5.9 mmol/l. There was no adverse event for serial number (B)(4), the investigation is currently ongoing.

Manufacturer narrative:
The investigation found the issue was consistent with pre-analytical factors.